Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/08/2016 that on (B)(6) 2016 the receiver display screen was frozen. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the g5 mobile application display screen became frozen could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - correction to statement "dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver display screen was frozen."

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver software was not working.